Event description:
The customer reported a false positive alinity I total b-hcg result for one patient sample generated on the alinity I processing module. The following data was provided: sid: (B)(6): initial b-hcg (ran on (B)(6) = 43.24 miu/ml (this result released to the medical provider). The physician questioned this result, and the sample was rerun obtaining a negative result. The sample was run on another instrument confirming a negative result. A new sample was taken from the patient and tested on both instruments and generated a negative result on both instruments. The qc was within range. On (B)(6) 2025, the customer provided a new patient case for a false positive alinity I total b-hcg result for one patient sample generated on the alinity I processing module. The following data was provided: tested on (B)(6) 2025, sid: (B)(6): initial b-hcg (ran on (B)(6) = 54.45 miu/ml (result not released). Reran sample for b-hcg on another instrument and generated a negative result and this result was released to the medical provider. The quality control (qc) was within range. On (B)(6) 2025, the customer reported an additional patient sample generated false positive alinity I total b-hcg results on the alinity I processing module. The following data was provided: sid: (B)(6): initial b-hcg result = 28.36 miu/ml; reran the sample and generated a negative result. The sample was run on another instrument and generated a negative b-hcg result. The discrepant result was not released to the medical provider. On (B)(6) 2025, the customer reported another patient sample generated a false positive alinity I total b-hcg results on the alinity I processing module. Sample ID: (B)(6) generated an initial result of 63 miu/ml. The sample was retested on a different instrument generating a negative result. The discrepant result was not released to the medical provider. On (B)(6) 2023, the customer reported an additional patient sample generated a false positive alinity I total b-hcg result on the alinity I processing module. The following data was provided: tested on (B)(6) 2025, sid: (B)(6): initial result = 146.27 miu/ml; repeat result on both alinity instruments in the lab = < 2.3 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number: 3005094123-2025-00396 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (5 total patients). All available patient information was included. Additional patient details are not available.

Event description:
New patient information provided on 01dec2025 from the customer for false positive alinity I total b-hcg results generated on the alinity I processing module: on (B)(6) 2025, sid (B)(6): initial result = 25.49 miu/ml; repeat result = < 2.30 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (additional patient sample ID). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The service history of alinity I processing module, serial number (B)(6), returned no additional complaint tickets for false positive results as all false positive results were reported in the current complaint as the initial issue was not resolved; therefore, a new/replacement alinity I processing module, serial number (B)(6) was installed. No complaints were reported for false positive b-hcg results after the alinity I processing module was installed. A review of tracking and trending data did not identify any related trends regarding the current issue. A review of manufacturing documentation did not identify any nonconformances or deviations associated with the complaint issue. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result for one patient sample generated on the alinity I processing module. The following data was provided: sid (B)(6): initial b-hcg (ran on (B)(6) = 43.24 miu/ml (this result released to the medical provider) the physician questioned this result, and the sample was rerun obtaining a negative result. The sample was run on another instrument confirming a negative result. A new sample was taken from the patient and tested on both instruments and generated a negative result on both instruments. The qc was within range. On (B)(6) 2025, the customer provided a new patient case for a false positive alinity I total b-hcg result for one patient sample generated on the alinity I processing module. The following data was provided: tested on (B)(6) 2025, sid (B)(6): initial b-hcg (ran on (B)(6) = 54.45 miu/ml (result not released) reran sample for b-hcg on another instrument and generated a negative result and this result was released to the medical provider. The quality control (qc) was within range. On (B)(6) 2025, the customer reported additional false positive alinity I total b-hcg results for 2 additional patients. The following data was provided: on (B)(6) 2025, sid (B)(6): initial b-hcg result = 28.36 miu/ml; reran the sample and generated a negative result. The sample was run on another instrument and generated a negative b-hcg result. The discrepant result was not released to the medical provider. On (B)(6) 2025, sid (B)(6) generated an initial result of 63 miu/ml. The sample was retested on a different instrument generating a negative result. The discrepant result was not released to the medical provider. On (B)(6) 2023, the customer reported an additional patient sample generated a false positive alinity I total b-hcg result on the alinity I processing module. The following data was provided: tested on (B)(6)2025, sid (B)(6): initial result = 146.27 miu/ml; repeat result on both alinity instruments in the lab = < 2.3 miu/ml. New patient information provided on (B)(6) 2025. The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module. The following data was provided: sid (B)(6): initial result = 29.44 miu/ml; repeat result = < 2.3 miu/ml. Sid (B)(6): initial result = 26.18 miu/ml; repeat result = < 2.3 miu/ml. New patient information provided on (B)(6) 2025 from the customer for false positive alinity I total b-hcg results generated on the alinity I processing module: on (B)(6) 2025, sid (B)(6): initial result = 25.49 miu/ml; repeat result = < 2.30 miu/ml. On (B)(6) 2026, the customer provided additional false positive alinity I total b-hcg results generated on the alinity I processing module for multiple patient samples. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 37.3 miu/ml; repeat result = < 2.30 miu/ml on (B)(6) 2026, sid (B)(6): initial result = 64.42 miu/ml; repeat result = < 2.30 miu/ml on (B)(6) 2026, sid (B)(6): initial result = 30.92 miu/ml; repeat 1 result = 15.62 miu/ml; repeat 2 results = < 2.30 miu/ml. On (B)(6) 2026, the customer provided additional patient information for false positive alinity I total b-hcg results generated on the alinity I processing module. The following data was provided: tested on (B)(6) 2026, sid (B)(6): initial result = 85.68 miu/ml repeat result = < 2.30 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) / (B)(6) (2 patients). All available patient information was included. Additional patient details are not available.

Event description:
New patient information provided on 23nov2025. The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module. The following data was provided: sid (B)(6): initial result = 29.44 miu/ml; repeat result = < 2.3 miu/ml. Sid (B)(6): initial result = 26.18 miu/ml; repeat result = < 2.3 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (additional patient sample ids - 3 total patients added). All available patient information was included. Additional patient details are not available. H4 - device MFR date updated to 3/21/2022.

Event description:
On (B)(6) 2026, the customer provided additional false positive alinity I total b-hcg results generated on the alinity I processing module for multiple patient samples. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 37.3 miu/ml; repeat result = < 2.30 miu/ml. On (B)(6) 2026, sid (B)(6): initial result = 64.42 miu/ml; repeat result = < 2.30 miu/ml. On (B)(6) 2026, sid (B)(6): initial result = 30.92 miu/ml; repeat 1 result = 15.62 miu/ml; repeat 2 results = < 2.30 miu/ml. There was no impact to patient management reported.

Event description:
On (B)(6) 2026, the customer provided additional patient information for false positive alinity I total b-hcg results generated on the alinity I processing module. The following data was provided: tested on (B)(6) 2026, sid (B)(6): initial result = 85.68 miu/ml repeat result = < 2.30 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: 1 additional patient sample ID added - (B)(6). All available patient information was included. Additional patient details are not available.